Event description:
Pt was in interventional radiology (ir) for a stroke thrombectomy. During the final pass of the device, when the md pulled the stent retriever out, the team noticed a "blue" item within the basket of the device. This "blue" item was not noticed on any prior uses of the device. The device and other catheters on the table were collected and placed into a biohazard bag. The item appears to be blue lint from the towels in the kit. Medline, us.